Event description:
As reported, approximately 2 years and 7 months post the initial left anatomic total shoulder arthroplasty, the patient was revised. Pulled out glenoid, replicator plate, and anatomic head, and replaced with reverse components. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: 300-01-13 - equinoxe, humeral stem primary, press fit 13mm, 7140584; 300-10-15 - equinoxe replicator plate 1.5mm o/s, 7137479; 300-20-02 - equinox square torque define screw drive kit, 7157074; 310-02-47 - equinoxe, humeral head tall, 47mm (beta), 6290231; 314-13-13 - equinoxe cage glenoid medium, beta, 7149731; 321-52-09 - 3.2mm k-wire, trocar tip, 7176926; 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack, 7204547.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision cannot be confirmed from the information provided but may be due to wear, loosening, infection, fracture, instability, dislocation, rotator cuff tear, and/or patient related factors. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.